Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr became stuck on the rotawiire. The target area was located in the lower right extremity. A 1.50mm peripheral rotalink plus and a rotawire were selected for use for an atherectomy procedure. The catheter was successfully utilized for the majority of the diseased segment. A touch up for an area was attempted which required reversing the device. However, when the physician attempted to move the burr catheter backwards, the catheter would not track backwards and was stuck on the rotawire. Dynaglide mode was activated, but the burr catheter still would not track on the rotawire. Consequently, the physician had to cut the catheter and removed the catheter and wire together. Rotawire access was lost. There were no patient complications reported and the patient was well.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by the manufacturer. The device was returned for analysis. The advancer unit and burr housing were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The sheath is separated/torn 15.5cm from the strain relief and the distal portion of the sheath was not returned. There are numerous sheath kinks along the returned portion of the sheath. The separated coil is stretched and broken on the returned partial rotawire, the coil is separated 128.3cm from the burr tip. The coil and wire were soaked in warm water and the partial wire was able to be removed from the device with restriction due to the stretched coil. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the rotawiire. The target area was located in the lower right extremity. A 1.50mm peripheral rotalink plus and a rotawire were selected for use for an atherectomy procedure. The catheter was successfully utilized for the majority of the diseased segment. A touch up for an area was attempted which required reversing the device. However, when the physician attempted to move the burr catheter backwards, the catheter would not track backwards and was stuck on the rotawire. Dynaglide mode was activated, but the burr catheter still would not track on the rotawire. Consequently, the physician had to cut the catheter and removed the catheter and wire together. Rotawire access was lost. There were no patient complications reported and the patient was well.